Event description:
It was reported that post a permanent implant procedure, system diagnostics recorded high impedances. As a result, surgical intervention was undertaken wherein two new adapters were inserted in the scs ipg. Effective therapy was restored post operatively.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.